Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01357.

Event description:
The procedure was undergoing a coil embolization procedure in the renal artery using ruby coil lps and packing coil lps. During the procedure, a ruby coil lp and packing coil lp were stuck at the friction locks and unable to advance within the introducer sheaths. Therefore, the coils were removed. The procedure was completed using non-penumbra coils. There was no report of an adverse effect to the patient.